Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device "will not secure attachment." It is known that the device was not being used during surgery. It is unknown if patient or user injury or medical intervention occured. There was no additional information provided.